Event description:
It was reported that customer received a button error alarm. Customer also reports that insulin pump was cracked at lower right of display screen. Insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on keypad traces. No button error alarms were noted during testing. The device was received with cracked case at display window corners, reservoir tube, reservoir tube lip, belt clip slot, and minor scratched display window.